Event description:
During implantation of the subject pacemaker, as a replacement of a device at the end of life, the following unexpected behavior was observed: after connecting it to the lead, no stimulation was observed, as if the pacemaker was switched off. The device started to stimulate only when it was interrogated with a programmer.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During implantation of the subject pacemaker, as a replacement of a device at the end of life, the following unexpected behavior was observed: after connecting it to the lead, no stimulation was observed, as if the pacemaker was switched off. The device started to stimulate only when it was interrogated with a programmer.